Event description:
The pt was implanted with two leads (from the same lot) as part of his scs trial system. It was reported the pt experienced increased pain in his right arm during his scs system trial. The pt's right arm and hand appeared swollen, red and sensitive. The physician removed the right most trial lead and the pt's arm immediately improved. The swelling and discoloration improved after a short period of time. The physician indicated he believed the lead was applying pressure to the nerve in the right arm. The sjm rep attempted to program the remaining lead, but was unable to provide coverage and the pt requested the lead be removed. The physician then removed the second lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.